Manufacturer narrative:
A review of imaging supplied confirmed that the proximal femur jts had been overextended, by the user, resulting in partial subluxation of the femoral head. A review of the limb lengthening protocol and operation manual, ql 065, iss. 01 oct 2013, indicated the warning to "avoid overextension of the prosthesis to prevent discomfort to the patient." The surgeon has been informed that the overextension of the device can be corrected without the need for an invasive procedure. The surgeon has also been informed that the in situ proximal femur jts is robust enough that it should not require revision. No further contact has been received from the surgeon in relation to this enquiry. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It was reported that the surgeon is planning a revision of a jts prosthesis he implanted some time ago. It was further reported that the patient has now reached skeletal maturity and has gone on to develop a painful hip. The surgeon would ideally like to revise the proximal portion of the femoral component to an adult prosthesis while leaving the well fixed distal stem in situ. He would also like to address the dysplastic acetabulum with a custom acetabular prosthesis to reduce the risk of future dislocation.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the surgeon is planning a revision of a jts prosthesis, he implanted some time ago. It was further reported that the patient has now reached skeletal maturity and has gone on to develop a painful hip. The surgeon would ideally like to revise the proximal portion of the femoral component to an adult prosthesis while leaving the well-fixed distal stem in situ. He would also like to address the dysplastic acetabulum with a custom acetabular prosthesis to reduce the risk of future dislocation.